Event description:
It was reported that five days post implant, pt came to the hospital with chestpains. During the follow up no threshold could be measured. At lead replacement, physician found a cut at the proximal end of the rv lead. No patient complications have been reported as a result of this event.